Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('partial essure devices remained in the right ostia with the remained of the device extracting with the applicator.') In an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device deployment issue "deployment of the essure devices was delayed". The patient's medical history included sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2007 (as per pif, discrepancy noted) approximately 3-7 coils were visualized protruding into the endometrial cavity following deployment. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, device deployment issue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2021: medical record received: case category upgraded to serious incident. Event 'partial essure devices remained in the right ostia with the remained of the deiced extracting with the applicator.' Medical history, product indication were added. Rcc updated. Event device deployment issue added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('partial essure devices remained in the right ostia with the remained of the device extracting with the applicator.') In an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device deployment issue "employment of the essure devices was delayed". The patient's medical history included female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: date(s) of insertion: 01jan2007 (as per pif, discrepancy noted) approximately 3-7 coils were visualized protruding into the endometrial cavity following deployment. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage, device deployment issue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.